Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated two opened and used reservoirs. Inspected reservoirs, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No occlusion found.

Event description:
Customer called stating that she just did a complete infusion set change and now her insulin pump is alarming no delivery. While priming the tube, the device stopped at 2.4 units. Customer's blood glucose level is 300 mg/dl. She has not treated yet because she is trouble shooting the device. Insulin did not exit the tubing when customer manually pushed the plunger. He used a new infusion set with the same reservoir, and insulin exited the tubing. The device was rewound and customer ran a five unit prime. There was no alarm. Customer is returning infusion set and reservoir for analysis. Nothing further reported.